Event description:
The customer reported that following a ptca procedure on march 6, 2000, a vasoseal es was deployed and hemostasis was achieved. The pt developed a hematoma on the nursing unit which was not addressed. The pt was noted to have a large hematoma with hemodynamic instability the following day. The pt was taken for emergency surgical evacuation of the hematoma. The pt required a blood transfusion and was discharged on march 13, 2000. No further complications were reported.